Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleging possible pump under delivery. The customer¿s high blood glucose level was 32.5 mmol/liter at the time of incident and the current blood glucose of the customer 25 mmol/liter. Customer had been using insulin pump system within 48 hours of reported high blood event. Customer treated with insulin pump and manual injection. The customer state that there was no leak and air bubble in the tubing. The customer also state that they were able to passed the displacement test and high pressure test. The insulin pump will not be returned for analysis.